Event description:
The physician was using a guardwire device when treating a 20mm lesion in the internal carotid artery (ica) via a femoral approach. The device was inspected and prepped with no issues noted. Lesion had 90 % stenosis and mild tortuosity. No stenosis proximal to the target lesion and no previously deployed stent. 20 % stenosis remained after pre-dilation. During the carotid artery stenting procedure (cas), the carotid guardwire was inserted and crossed the lesion. After pre-dilation, resistance was noted when a non-mdt stent was inserted. The procedure was continued and the stent was implanted successfully. When the delivery system was being removed, however, greater resistance was noted. Not having other choices, the physician retracted the system by force, and noted something unusual. Possibly, the proximal part of the carotid guardwire was torn apart at this point. The balloon had ruptured at the same time, and it resulted in the situation where distal protection was not available before aspiration. The patient had no subjective symptoms, and no peripheral embolization was observed by images. In addition, the lesion condition was satisfactory with no need for post-dilation. Therefore, the procedure was completed without further actions. Inspecting the removed device, it was found that the proximal section including the gold marker was torn apart and missing. From the product characteristics, the gold marker section is not a part that goes inside the patient¿s body, so it should have fallen somewhere outside the body. It is reported that the physician did not seem to be concerned about it. The procedure was completed with a delay of less than 30 minutes. No patient injury reported. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication.

Manufacturer narrative:
Product analysis summary: physical outer and inner diameter measurements for the returned guardwire showed that the device met specification. Analysis revealed that although the balloon on the guardwire appeared baggy indicating use or inflation, no damage was noted to the balloon. The guardwire hypo tube was noted to be broken 114.8cm from the distal tip, with the proximal section missing and not returned. The length of the returned guardwire, missing the proximal section with the gold marker and the extension wire, measured 114.2cm . The whole length of the guardwire device is 210±6cm. The proximal section of the guardwire with the gold marker not returned is approximately 95.8cm. The balloon was tested for inflation using in-house ez adaptor and flator, the balloon was inflated to maximum 6mm and remained inflated for over 5 minutes indicating that the balloon had no issues. The balloon was deflated without issues. If information is provided in the future, a supplemental report will be issued.